Event description:
It was reported that patient underwent total hip arthroplasty on (B)(6) 2015. It was discovered after the procedure that a 50mm acetabular cup had been implanted instead of a 52mm acetabular cup. The surgeon indicated that he reamed for a 52mm cup during the initial procedure. This event occurred due to the wrong sized implant (50mm) was contained in the package for a 52mm acetabular cup. A revision procedure was performed on (B)(6) 2015 to replace the acetabular cup.

Manufacturer narrative:
Decision was made to recall based on an investigation which identified that an order was mixed and could result in a delay to the procedure or the incorrect sized acetabular cup being implanted into a patient. Reference: 1825034-2015-001r.